Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. No guidewire was returned; therefore condition and brand are unknown. Used a fresh medtronic guidewire to perform test and the test passed.

Event description:
It was reported that at the implant procedure the left ventricular (lv) lead could not be placed due to an inability to pass a guidewire through the lumen of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.